Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was not working and had no lights. A boston scientific company representative verified that there was a recent electrical outage and also verified that the power cord has a steady light. The patient observed that there was a burning smell and the communicator was warm to the touch. The company representative had the patient unplugged the power cord from the power outlet. The company representative then ordered a communicator replacement and a return label was sent. Furthermore, the company representative verified that the patient had a new address. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the communicator was not confirmed as the communicator had pest infestation. The product was returned in a condition that made analysis impossible therefore analysis was unable to confirm the observations.